Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that two weeks post implant the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was able to be reproduced. The physician suspected a loose connection or loose set-screw, so a revision procedure was performed. During the revision the physician disconnected and reconnected the electrode and a large amount of noise was still present. It was noted however the noise had a different presentation that prior to the revision. Pocket manipulation and touching the electrode near the sternal notch was able to reproduce the noise. Boston scientific engineering discussed that this could be related to a seal ring issue and if programmed in primary the noise should reduce or be eliminated. The physician chose to leave the s-ICD and electrode implanted and programmed to primary. However, he planed to leave therapy programmed off in the device for approximately one to two months and then program it back on. At this time the field representative noted that he has not been made aware if the patient has been seen to date. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.